Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose readings of 434 mg/dl. Troubleshooting for high blood glucose readings were declined. Advised that the customer may need a longer cannula. The customer's blood glucose before bedtime was 368 mg/dl. The customer noticed the high blood glucose reading wh